Event description:
We believe the product problem was due to operator error. However, to ensure the safest and most effective use of the transfer spike, secue medical reviewed the design and mfg records for this product to identify what processes may have contributed to this type of failure. Furthermore, we found that this particular conatiner had been produced prior to an improvement to the solvent application process. Since the production of the type of container at issue, we have taken steps to update our process by implementing an applicator that delivers even and consistent amounts of solvent. And while no process is 100%, we have found by implementing this process, we have reduced the chance of human error in the solvent application process.